Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination, utilizing a borescope to shine light through the cannula, and no issues were observed relating to clogged as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogged. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with 2 bd vacutainer® multiple sample luer adapter the adapter was clogged. The following information was provided by the initial reporter: faulty luer adaptors, will not let blood flow through to tubes at times.

Event description:
It was reported that during use with 2 bd vacutainer® multiple sample luer adapter the adapter was clogged. The following information was provided by the initial reporter: faulty luer adaptors, will not let blood flow through to tubes at times.

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.